Event description:
On (B)(6) 2011, a doctor alleged that three (B)(6) patients experienced bond failures of crowns that had been placed with maxcem elite white. This is the first of three mdrs.

Manufacturer narrative:
To date, the product has not been returned. An evaluation on the retain sample was performed for adhesive strength and found to meet product specification.